Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The doctor requested to have somebody comes to the hospital to check the insulin pump, even though the customer's glucose level was under control at the time. Explained the doctor that troubleshooting can be performed over the phone. The doctor stated that she will contact the parents first, and then she will call back. The next day, the nurse called and stated that the customer had multiple bent cannulas and they need to be sure that the insulin pump is functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.